Event description:
An internal complaint was initiated following a review of a 2021 scientific publication entitled, "taxonomy, virulence determinants and antimicrobial susceptibility of aeromonas spp. Isolated from bacteremia in southeastern china" by sun y. Et al. In the publication, a vitek ms was used to identify aeromonas species from patients for a retrospective analysis. The vitek ms was used for primarily identification of 58 aeromonas isolates. The isolates were further identified by gyrb gene sequencing. Aeromonas dhakensis (26/58). Aeromonas veronii (13/58).aeromonas caviae (10/58). Aeromonas hydrophila (7/58). Aeromonas jandaei (2/58). The vitek ms was in agreement with the gyrb sequencing for 53.4% of the isolates. The publication noted the vitek ms misidentified aeromonas dhakensis as aeromonas hydrophila. The article was not clear about how many aeromonas dhakensis isolates were misidentified. Aeromonas dhakensis is not a claimed species in the vitek ms knowledge base (kb) version 3.2. The vitek ms did misidentify two (2) aeromonas jandaei isolates as a. Hydrophila or aeromonas veronii. A. Jandaei is a claimed species in the vitek ms knowledge base (kb) version 3.2 and should have been identified correctly by the vitek ms. However, it is not specified in the article which version of the vitek ms knowledge base (kb) was used for the analysis. As it was a retrospective analysis, there is no indirect harm to patient nor delayed result. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An investigation was conducted following a review of a 2021 scientific publication entitled, "taxonomy, virulence determinants and antimicrobial susceptibility of aeromonas spp. Isolated from bacteremia in southeastern china" by sun y. Et al. The authors used the vitek ms to identify 58 clinical isolates of aeromonas species retrospectively collected from bacteremic patients. The vitek ms system showed poor agreement with gene sequencing analysis at the species level (53.4%). Organism identifications were confirmed using gyrb sequencing. A. Dhakensis was incorrectly identified as a. Hydrophila by the vitek ms. Two a. Jandaei strains were misidentified as a. Hydrophila or a. Veronii. No patient was harmed/treated incorrectly. Investigation: review of the historical complaint database, since january 2016, identified no similar complaints recorded. Fine tuning: biomérieux did not receive any information regarding the vitek ms fine tuning status or procedures related to this publication. The article described alleged misidentification that occurred between 2013 and 2018. A. Jandaei is included in the current vitek ms knowledge base (kb) version, but was not included in the kb versions v3.0 and earlier. The vitek ms misidentified two a. Jandaei isolates as a. Hydrophila and a. Veronii. The publication did not specify which version of the vitek ms knowledge base was used for the analysis. A. Dhakensis is not included in the current kb version. The vitek ms would typically be expected to provide ¿no ID¿ results in cases where spectra do not match any included species. Conclusion: local customer service requested information regarding the misidentifications on 24 mar 2021 in order to investigate the quality of spectra. On 25 apr 2021, local customer service confirmed that additional data cannot be provided as the study was conducted three (3) years ago and the data was lost due to a server failure in 2019. Root cause root cause cannot be established. No further investigation can be done with the information available. Corrective and preventative action no CAPA is required. No further investigation can be done with the information available and the root cause is not established.